Event description:
Event description guidant received information that the patient with this transvenous defibrillation lead presented to the emergency room with syncope. Upon evaluation, pacing inhibition associated with ventricular oversensing was observed via real time electrograms (egms).